Manufacturer narrative:
(B)(4). Device evaluation: lens was returned dry, in a micro-centrifuge vial, clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.00/+3.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vault, significant reduction of irido-corneal angels and glare/haloes. This exchange resolved the problem.